Event description:
The customer reported the microspheres aren't suspended in saline and in a dry state. The product was not used on the patient and a new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. However, a photograph was provided by the customer in relation to this reported event. In the photos provided, it appears that the microspheres were clumped in the syringe. The actual device was not returned, therefore, the cause cannot be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints.